Manufacturer narrative:
(B)(4). The up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.

Event description:
The patient called due to an unclearable e10 (cartridge) error. No physiological effects were reported. The insulin infusion device was replaced and requested to be returned for evaluation. Evaluation of the device found that the up/down button was defective.